Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign : poland. Customer has not indicated if the device was available for return; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery on a right knee that the quattro needle was damaged during the procedure. The damage consisted of cracking and breaking the tip of the needle (at the first shot). Day after surgery, a control x-ray was taken and no metal fragment was found in the patient's body. Another set was used to complete the procedure. Attempts have been made an additional information on the reported event is unavailable at this time.